Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: when deployed staples of the proximal end were malformed, were the staples delivered into the tissue and found to be malformed? --- no information. Was any portion of the target tissue cut when the knife stopped? --- yes. If yes, were the staple line and cut line approximately equal in length? --- yes. What was the product code of the stapler (atb35, atw35, tsw35, etc.)? --- no information. The analysis results found that the tr35w reload was received partially fired 1/3 and with damage to the spring cartridge lockout. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. No functional test could be performed due to the condition of the returned reload. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic lobectomy, the knife slightly moved forward and stopped at the second firing on the blood vessel. Also, the deployed staples of the proximal end were malformed. Ligation was performed to complete the case. There were no adverse consequences to the patient. The doctor was familiar with the device.